Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on september 26, 2024. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands had an abnormal shape.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2024. Prior to the procedure outside the patient, it was noticed that the shape of the bands was abnormal. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 26, 2024: after the device was setup, it was found that the ligator shrink wrap was in a semi-detached state; hence, the device was not used in the procedure.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6) 1975. Block e1 (initial reporter facility name): (B)(6) university. Block h6: imdrf device code a04 captures the reportable event of bands had an abnormal shape. Block h2 (correction): block h11 has been corrected (block a2). Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned, only the handle assembly was returned, and it had marks of the trip wire indicating that the trip wire was secured. No problems with the device were noted. The reported event of bands damaged cannot be confirmed as the ligator housing was not returned. Upon analysis of the returned component, the handle had marks of the trip wire indicating that it was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problems, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2024. Prior to the procedure outside the patient, it was noticed that the shape of the bands was abnormal. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 26, 2024: after the device was setup, it was found that the ligator shrink wrap was in a semi-detached state; hence, the device was not used in the procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2024. Prior to the procedure outside the patient, it was noticed that the shape of the bands was abnormal. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands had an abnormal shape.